Manufacturer narrative:
The labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). The field service specialist (fss) visited customer site to inspect the system. Fss checked the system and found the power switch assembly was faulty; therefore, the part was replaced, which resolved the issue and the system successfully turned on. Fss noted that just after system turn on, error 2012 occurred. Fss replaced the advantech single board computer (sbc) and instrument manger to rectify the error issue. After that during software upgrade fss found service stick was not detected so he replaced the cable assembly on the unit. Fss performed the field service checklist, which the system passed all functional tests and it was found working properly and meeting amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported that there was no ac (alternating current) power, that the phacoemulsification system does not turn on. Also, it was reported that error 2012 (instrument host timeout error) occurred with the machine. There was no patient involvement reported and no patient treatments delayed or cancelled.